Manufacturer narrative:
A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, as the patient was not utilizing the liberty select cycler and/or liberty cycler set while hospitalized. Per the pdrn, the cause of the peritonitis was touch contamination. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported that a peritoneal dialysis patient experienced peritonitis. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient opted to discontinue renal replacement therapy (rrt) on (B)(6) 2020, despite the advice of the nephrologist. Approximately two weeks later (date not provided), the patient¿s spouse called the police due to the patient¿s ¿out-of-control¿ behavior. The patient experienced a psychotic break and was taken by police to a psychiatric facility. The pdrn reported the psychiatric facility performed continuous ambulatory peritoneal dialysis (capd) or ¿manual¿ pd therapy and there was a breach in aseptic technique. Peritoneal effluent fluid cultures were positive for staphylococcus epidermidis and the patient was diagnosed with peritonitis. The cause of the peritonitis was attributed to touch contamination, and the patient was treated with intraperitoneal (ip) vancomycin 1 gram per week for 3 weeks. Following discharge on (B)(6) 2020, the patient decided to resume continuous cyclic peritoneal dialysis (ccpd) therapy in the home and is recovering from the event. The pdrn reported the event was unrelated to the utilization of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.